Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve the patients blood pressure decreased. Echocardiogram revealed a pericardial tamponade. The procedure was converted to an open chest procedure and a dissection of the ascending aorta was found. The aorta was grafted and a surgical valve implanted. The physician thought the expansion of the valve may have caused the dissection. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that there was one deployment attempt and one recapture with the final implant depth ncc 6/lcc 7. No post-implant balloon aortic valvuloplasty (bav) was performed and there were no anatomical factors/conditions that could have contributed to the aortic dissection. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Still images submitted for review were unable to confirm the reported pericardial tamponade and aortic dissection. Hypotension is an effect that is highly dependent on the patient¿s pre-procedural condition and can occur during the implant procedure. In this case, the hypotension was likely an effect of the pericardial tamponade. Cardiac tamponade is a potential condition associated with cardiac procedures which can result from procedural complications. Hypotension and cardiac tamponade are both listed as potential adverse events in the device instructions for use (IFU). The observed aortic dissection likely contributed to the pericardial tamponade, however, the cause of the pericardial tamponade could not be conclusively determined. It was reported that the physician thought the aortic dissection may have been caused by the expansion of the valve. Frame damage to the ascending aortic wall or vasculature leading to aortic dissection is a potential hazardous situation associated with the use of the device. In this event, frame expansion was the suspected cause of the aortic dissection but the root cause cannot be conclusively determined from the information received and review of the still images. Potential root causes of aortic dissection may include, but not limited to, procedural factors such as valve sizing and technique, and/or patient related factors such as patient anatomy (e.g. Frailty of the vasculature, calcification, compliance of the aorta) and patient conditions (e.g. Comorbidities). Based on the available information, the aortic dissection caused by the frame expansion, as reported by the physician, does not indicate a device malfunction or manufacturing defect. Cardiovascular injury, such as dissection of vessels and ascending aorta trauma, is a known risk associated with the implant of a bioprosthetic valve, listed in the IFU and may require intervention. If information is provided in the future, a supplemental report will be issued.